Manufacturer narrative:
External insulation abrasion was noted at 6.1-6.3cm and 9.8-10.6cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at these locations. This is consistent with the observation from the

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal device replacement procedure, atrial noise was observed. Lead was explanted and replaced during the procedure. Patient tolerated the procedure well and was in good condition afterwards.